Manufacturer narrative:
Pending the results of traceability and device analysis. Investigations are ongoing and results are not yet available.

Event description:
Erratic and unreliable measurements on one patient: -12 + 360 icp values displayed. Replacement with a second catheter: problem persists. Third catheter that functioned normally and was still implanted on friday (B)(6) 2025.

Manufacturer narrative:
Initial: pending the results of traceability and device analysis. Investigations are ongoing and results are not yet available. Final: the return catheter is functional and compliant. No anomalies have been detected on this device.

Event description:
Erratic and unreliable measurements on one patient: -12 + 360 icp values displayed.replacement with a second catheter: problem persists. Third catheter that functioned normally and was still implanted on friday (B)(6) 2025.